Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented a battery low alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-testing, and battery testing were performed. The battery low alarm was found during power on self-testing. The cause was determined to be a depleted battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a follow-up MDR will be submitted.